Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation case. Patient was revised to address pain, discomfort, and dislocation.

Manufacturer narrative:
Conclusion and justification status: the complaint states the patient's medical records indicate the patient was revised to address pain, discomfort, and dislocations. The dislocations were indicated to be due to a complete lack of abductors. It should be noted that the patient's cup was a competitor cup and cement with no liner. Only the depuy head was revised. On (B)(6)-2014 the patient noticed to have a deep infection. He underwent an I&d and washout-no products revised. (B)(6)-2014-washout done again-no products revised again a review of complaints databases and manufacturing records did not identify any previous complaints the complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.